Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that they have been having issues intermittently with the mainframe this week being noisy all the time during surgery. The hcp has tried multiple tubes and moving electrodes around without resolution. The case was completed, however, there was a 5-minute delay in the thyroid procedure. There was no patient impact or injury.

Manufacturer narrative:
Analysis found no fault or malfunction with the device as it relates to the reported complaint of noisy/ intermittent. The software was upgraded to current specification and missing feet was replaced. As a precautionary measure, the device was placed in burn-in for 24 hours to observe for any failure. The device never failed. The mainframe was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.